Event description:
--

Event description:
--

Event description:
--

Manufacturer narrative:
The explanted product has not been returned. If the product is returned for analysis or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this device was being explanted for normal battery depletion. During the changeout procedure, the right atrial lead was stuck in the header. No adverse patient effects were noted.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. It was noted that the device was returned with a detached header. Visual inspection noted an adequate amount of medical adhesive still attached to the header. A visual inspection of the header noted no anomalies. The device header was disassembled and evidence of silicone to silicone bonding was found in both inner seals.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection shows medical adhesive was still attached to header, and was adequate. The device header was checked per lead gauge pins, and passed. The device was checked with is-1 lead and fit was normal. A closer visual look at the header, under high power microscope showed no irregularities in lead barrels, and all setscrews moved freely. The device header was disassembled and both inner and outer seals were inspected. There was evidence of silicone to silicone bonding were found in both inner seals.